Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The customer reports used a rosen wire during a pfa case and the inside of the wire broke apart. The guidewire started to unravel within the left atrium of the heart. The physician was able to remove the wire by hand. The rosen wire was still within the guide catheter, both the catheter and guidewire were removed from the patient together. No ifb intervention was necessary.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.